Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level ranged from 75-115 mg/dl. Reportedly, the customer did not have a method of backup insulin therapy and declined follow-up to ensure backup therapy was obtained.